Event description:
Kcl 20meq/100ml hung on ICU pt to run over 2 hrs. The rate was set at 50ml/hr and within 15 min, the entire bag infused into the pt. The bag appeared to free flow. No adverse events were noted on the monitored ICU pt. Dose or amount: 20meq/100ml. Route: IV. Diagnosis of reason for use: low k+. Event abated after use stopped or dose reduced: yes.